Manufacturer narrative:
(B)(4).according to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of the device delivering in a faster than expected time cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device delivered in a faster than expected time during a patient infusion. The intended infusion was a solution of vancomycin, at a concentration of 8.33mg/ml, and 120 ml of 0.9% sodium chloride to be infused over 24 hours. However, the entire amount infused in 10 hours. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.